Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility regarding a navigation system being used for a cranial resection. The caller re ported that storing tough point in model caused a variation of error registration without acquiring any point in patient. Additionally, when the undo button was clicked the previous value of error registration was not recovered. The behavior could be replicated by technical services with the only difference being that selecting undo did restore the previous registration error metric, but manually deleting the touch point did not. There was no surgical delay or patient involvement with this issue as the issue occurred during pre-op.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an additional procedure on a different patient was completed without replication of the reported issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from software engineering stating this issue is consistent with a known software anomaly. Additional procedures have been completed without replication of the issue.